Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device was subsequently returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Event description:
It was reported that the patient noticed the alarm sound coming from their implantable cardioverter defibrillator (ICD) and presented to the facility. Interrogation of the device indicated it had triggered recommended replacement time (rrt) and was reported as premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.